Manufacturer narrative:
Section e has been updated. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturing representative (rep) 2018-oct-31. The event was reported to the rep by the healthcare provider (hcp). Regarding the cause of the empty pump, it was explained to the rep that the patient's family missed the refill date because of confusion with appointment date. No troubleshooting had been done with the catheter yet. The hcp sent the patient to get x-rays and was discussing performing a dye study. It had not been determined if there was a problem with the catheter. The hcp wanted to bring the patient back in two weeks to check the actual residual reservoir volume. Thehcp may want to perform the dye study at that time. The patient's weight was unknown.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the hcp on (B)(6) 2018. It was reported that troubleshooting was performed. The patient came into the clinic and the pump was accessed and 1 ml of baclofen was obtained. They were sent for a spinal x-ray, which showed the catheter was in place. The pump was filled with the normal volume and the rate was decreased to half. No problem was identified with the catheter. The patient is being followed closely and the rate is gradually being increased. They are without signs or symptoms of withdrawal. There were no further complications reported/anticipated.

Manufacturer narrative:
Other relevant device(s) are: product ID: 8709sc, lot/serial# (B)(4), implanted: (B)(6) 2008, product type: catheter; ubd: 22-aug-2010, UDI#:(B)(4). Product ID: 8578 lot/serial# (B)(4), implanted: (B)(6) 2014, product type: catheter; ubd: 14-aug-2015, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider via a manufacturing representative (rep) regarding a patient receiving 2000 mcg/ml of baclofen at 288.7 mcg/day via an implantable pump for intractable spasticity. It was reported the patient¿s pump was empty. Per the event logs, the pump went empty on (B)(6) 2018. It was reported the healthcare provider (hcp) believed there was an issue with the catheter, so they may program the pump with saline until they have more information. Empty pump considerations were reviewed with the rep. The rep was redirected to follow-up with the hcp to review the empty pump considerations provided. No symptoms were reported. The patient did not have any symptoms of withdrawal and was not experiencing an increase in rigidity. Emergency procedure guidelines were requested in case symptoms began. No further complications were reported or anticipated.